Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure. The technician recommended replacing the device's ac cable to address the issue. No further investigation is required at this time. Additionally, the device's front case enclosure, base enclosure, and rear case enclosure will need to be replaced due to physical damage. The enclosure feet are missing and will need to be replaced. The technician could not confirm an issue with the device's screen. The screen operates as it should. No repair was performed. The unit is not needed for inventory, and it was scrapped.